Manufacturer narrative:
H6 - updated from adverse event related to procedure to adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel in the left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel in the left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.